Event description:
It was reported that during an implant procedure on (B)(6) 2022 the leads were placed and anchored. The patient¿s airway was compromised. In turn, the patient was flipped over with leads in back and pocket open. Patient was turned in side, all devices were removed and the incisions were closed to address the issue. Reportedly, patient has been discharged home. Investigation was unable to determine which of the devices attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123847. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.